Event description:
A customer contacted baxter's technical service center regarding a program change on the homechoice (hc) during use. The home patient (hp) reported the hc was showing fill 1 of 3 instead of 1 of 6. The technical service representative (tsr) explained the programming must have been changed to reduce the cycles. Hc was currently in dwell 1 of 3. Tsr had hp check the programming and explained the hp needed to contact the hospital to have the programming checked. Hp will complete therapy on the machine. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device availability is unknown at this time. If additional information becomes available, then a follow up MDR will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4).upon further investigation by baxter the device programming had been changed to reduce the number of cycles. There was no allegation of a product malfunction.